Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The investigation found that the tubes used by the customer were specified as 4 ml, but only 2 ml was drawn. Underfilled tubes could result in an incorrect blood-to-additive ratio and possibly incorrect results. The field service representative replaced the degasser, performed a decontamination, adjusted the gear pump, and performed checks with acceptable results. The investigation determined the service actions resolved the issue, but a pre-analytical handling issue could not be excluded.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable test results for 1 patient tested on a cobas 8000 c 502 module. Results for the following assays were affected: cobas integra glucose hk gen. 3, alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt), aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast), and tina-quant c-reactive protein IV (crp). The initial crp result was 0.11 mg/dl. The repeated results were 1.93 mg/dl and 1.98 mg/dl. The initial alt result was 2.0 u/l. The repeated results were 160.7 u/l and 159.8 u/l. The initial ast result was 2.8 u/l. The repeated results were 156.1 u/l and 159.3 u/l. The initial glucose result was 0.51 mmol/l. The repeated results were 6.76 mmol/l and 6.67 mmol/l. The sample was repeated due to the customer questioning the low glucose result. This medwatch will apply to the alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt) assay. Please refer to the following medwatches with a1. Patient identifiers for information on the related assays. Medwatch with a1. Patient identifier (B)(6) for information related to the cobas integra glucose hk gen. 3 assay. Medwatch with a1. Patient identifier (B)(6) for information related to the aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast) assay. Medwatch with a1. Patient identifier (B)(6) for information related to the tina-quant c-reactive protein IV (crp) assay.